Manufacturer narrative:
Updated fields: h6 ( type of investigation, investigation findings, component codes, investigation conclusion). Additional information: event postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and found that the problem is with power supply assembly. Observed the problem is with the internal fuse of power supply assembly(blown fuse). Replaced the same and rectified the issue. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Corrected sections: e1(reporter name & email).

Event description:
It was reported during a routine check performed by the customer , the cs300 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.